Event description:
Severe arthritis like symptoms (left knee) information was received in 2005 from a physician regarding pt, (initials unknown), with a history of arthritis in the knee and previous synvisc treatment to the righ knee (1.5 years ago) who experienced severe arthritis like symptoms. They began treatment with synvisc in 2004. The pt received two intra-articular synvisc injections to the left knee in 2004 and a week later. The first injection caused light pain. One week after the second injection they resembling severe arthritis. Crp (c-reactive protein) increased to 110 mg/l (normal < 10mg/l), microbiological testing was negative. The pt had to be admitted to the hosp. No information regarding the medications used to treat the symptoms was provided. At the time of this report, the pt had not yet recovered. The physician assessed the severity of the events as "severe" and the relationship of the events to synvisc as "probable."